Manufacturer narrative:
Follow up #1, date of submission (B)(4) 2014. The pump has been returned and evaluated by product analysis as follows: some of the battery cap threads above the grip pad and at the top of the battery compartment were observed to be missing. The battery cap was found to be hard to tighten due to the battery compartment damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.